Event description:
It was reported that the patient's right ventricular (rv) lead impedance has shown a significant increase over the previous eight months and is now considered high impedance. Rv pacing capture threshold has risen as well. Lead trend data has shown a steady increase over this time period. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).